Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
In the bone & joint journal vol 100-b no. 8, "the exeter v40 cemented femoral component at a minimum 10 year follow-up: the first 540 cases," it was reported that "one stem fractured at its neck. This was a large 44mm no 3 stem combined with a cementless acetabular component and a ceramic-on-ceramic bearing. At the time of revision, there was evidence of impingement of the femoral neck against the titanium backing of the ceramic acetabular component, which may have contributed to fatigue failure."